Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the patient inserted the intermittent catheter, it bent and they were not able to use it like they should. The patient would like their preferred catheter. Per sample received on 03nov2022, it was noted that the intermittent catheter with material -53816g was returned for evaluation.

Event description:
It was reported that when the patient inserted the intermittent catheter, it bent and they were not able to use it like they should. The patient would like their preferred catheter. Per sample received on 03nov2022, it was noted that the intermittent catheter with material -53816g was returned for evaluation.

Manufacturer narrative:
The reported event was inconclusive as the evaluated representative sample meets specifications and the condition of the original used sample is unknown. Visual evaluation noted 149 intermittent catheters received in original closed packaging. All catheters were observed for bends, burrs, nicks, or sharps present. No bends, burrs, nicks, or sharps. Therefore, product meets specifications. Although an exact root cause could not be determined a potential root cause could be operator error. The product was used for patient diagnostic or treatment. It is unknown if the product was influenced by the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review is not required as it would not have prevented the reported event. The actual/suspected device was inspected.